Event description:
According to the initial reporter: a patient of undisclosed gender and age underwent a bronchoscopy with ebus procedure in which the echotip procore endobronchial hd biopsy needle, g34281, was used. Bronchoscopy with ebus performed. Aspiration of lymph nodes was difficult and needle not functioning as expected. Needle was changed 3 times. First needle perforated the sheath and damaged the scope. The second two needles--cook needles--fractured during the procedure though this was only noted post procedure. There is concern foreign body has been retained in the patient. Patient had to have urgent CT and admission. Results and follow up pending.